Event description:
Pt is reported to have developed a burn on the outer left calf, measuring approx 4 1/2 inches in diameter, following treatment with the anodyne professional unit which was administered by a health care professional. Pt was treated with silvadene, an ointment available over the counter, and a dressing. Pt injury is healing.